Manufacturer narrative:
Additional information: b5, d9, d10, g1, g3, g6, h2, h3, h6. The logs returned were not related to the amplifier. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
Related manufacturing reference: 2184149-2023-00105.

Event description:
During the premature ventricular contraction procedure, noise issues resulted in procedural delays. The display workstation and the amplifier were rebooted to resolve the issue and the procedure was completed with no adverse consequences to the patient. Mapping was completed with the mapping catheter. The ablation catheter was displayed on the monitor, the contact force was displayed normally, the electric potential was displayed on the recording system, but it was not displayed on the ensite side. Roving could be selected but waveform sensing was not possible, and points could not be acquired. The cable was reinserted with no resolution. The catheter was replaced another ablation catheter with no resolution. The second catheter was replaced, but the issue persisted. The display workstation and the amplifier were rebooted and the issue was resolved. The procedure was completed with no adverse consequences to the patient.